Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. There is no information regarding the event and implantation date. However, it was reported that the device was implanted on (B)(6) 2018. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a sacrocolpopexy with mid urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician tried to pass the device three times through the bladder but successfully placed the sling on the fourth try. The patient was then sent home with a catheter. Four days after the procedure, the catheter was removed and shortly thereafter, the patient began complaining of abdominal pain on the same side the bladder that was perforated by the device. Subsequently, the surgeon ordered several imaging tests such as ultrasound and MRI. The physician also prescribed antibiotics but the patient is still experiencing abdominal and lower back pain since the surgery. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.